Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per correspondence, the requested documentation was unavailable; however, the tka procedure was reportedly completed with a change in surgical technique with no patient injury/harm or surgical delay. S+n recommends that all reusable instruments be routinely inspected for functionality/wear/damage and replaced as necessary. Since no patient injury or surgical delay was alleged, no further medical assessment is warranted at this time. Should clinically relevant documentation and/or pertinent product evaluation results become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that, during tka surgery, the gii 1/8in t-hndl pin puller wouldn¿t grip the pins. The procedure was completed without delay by a change in surgical technique. No other complications were reported.